Event description:
Due to pain and swelling, the metatarsal and phalangeal components of the great toe system were explanted from the pt.

Manufacturer narrative:
The surgeon's response to co's question proves that it is highly likely that the pt experienced complications with the gts implant due to the fact that surgeon did not use bone cement. Co labels on its packaging that the implant is to be used with bone cement only. No corrective action is required.